Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician advanced the penumbra system ace 68 reperfusion catheter (ace68) in the basilar artery. Next, the penumbra system max aspiration tubing (tubing) and the pump max canister (canister) were removed from the packaging and became ready to start the procedure. After turning on the pump max, the hospital staff confirmed that the pump motor produced minor noise and by increasing the aspiration pressure, the gauge needle was unable to move. Therefore, the procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.